Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One implant mount 3.4mm(d) x 15mm(l) (mmc15) and one full osseotite® tapered implant 3.25 x 8.5mm (fnt3285) were returned for investigation. Visual evaluation of the as returned implant identified signs of use. The mount and screw head had damages, most likely from the removal process. Functional testing was performed and mount could not be disengaged from the implant. Signs of wear on the mount and screw hex. Device history record (DHR) review could not be performed for the mmc15 as the lot number was unknown. A complaint history review by item number was conducted for the (mmc15) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: does not disengage/release). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Catalog and lot number unknown / not provided. UDI not available.

Event description:
It was reported that at the time of placement, the mount got stuck. It is confirmed that the procedure was concluded with another implant.